Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable due to the patient failing to recharge the device. As such, the sjm representative met with the patient and confirmed the ipg was unable to communicate with her external devices. Subsequently, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. The patient reported effective stimulation coverage postoperative.